Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 03.812.520, lot: 5l12090, manufacturing site: hägendorf, release to warehouse date: 05.jul.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: investigation selection investigation site: cq zuchwil , selected flow: functional . We have received the following parts back for investigation: 1 x part 03.812.520 / #lot 5l12090 / applicator outer shaft , 1 x part 03.812.004 / #lot 30p1550 / applicator knob . As received condition: the returned parts are in a used condition with some slight scratches. Otherwise no damages are visible on its outside. Functional test: an internal functional test with another applicator inner shaft (part 03.812.521 / lot 4l18332) was performed. The returned instruments passed the functional test successfully. The applicator inner shaft could be attached and detached as intended. Investigation/conclusion: the complaint condition could not be confirmed during the performed cq evaluation, and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the provided information we are not able to determine the exact cause of this complaint. The thread of the knob is a left handed thread, a clockwise rotation is required to remove the knob from the handle. It is possible that the end user may turn the knob in wrong direction to disassemble. We also found that there is a grinding noise from the thread as we turned the knob. This noise is caused by insufficient lubrication and can lead to a cold shut of the knob. Dismountable threaded connections must be regularly lubricated. In this regard please reference technique guide 036.001.088 page 48 for more details. A failure in material or manufacturing could not be detected from a review of the manufacturing documentation. Based on our investigations a product related fault can be excluded. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the t-pal knobs could not be fixed onto the t-pal advanced outer shafts. Surgery was completed successfully with another system. There was no surgery delay and no adverse patient harm reported. Concomitant device reported: t-pal spacer applicator inner shaft (part # unknown, lot # unknown, quantity unknown); t-pal spacer applicator knob(part # 03.812.004, lot # unknown, quantity 1). This report is for one (1) t-pal advanced applicator handle. This is report 2 of 4 for complaint (B)(4).